Manufacturer narrative:
This report was initially submitted following notification from a customer in belgium regarding a false positive cefoxitin screen (oxsf) result for a patient staphylococcus aureus isolate in association with the vitek® 2 ast-p652 test kit (ref. 421857, lot 8021232403). Investigation (B)(4) was conducted by the manufacturing site. The investigation concluded that when ast-p652 lot 8021232403 was manufactured on 11oct2019, it contained a manufacturing contaminant (enterococcus faecium) in the oxsf well 4, which is responsible for the false positive oxsf result. The contaminant appears to have a symbiotic relationship with staphylococcus aureus and grows much faster when cards are inoculated with staphylococcus aureus. Once the enterococcus faecium begins to grow in the oxsf well, the instrument detects growth and calls the oxsf screen positive, causing an atypical positive result. Investigational testing determined that not every card from the time frame of the manufacturing pour will give the atypical positive oxsf result. Manufacturing lot review revealed no evidence of other similarly impacted lots. The trended quarterly data provides evidence that the complaint lot is an outlier in regards to the overall number of complaints received. There is no evidence of an increase of false positive oxsf complaints when excluding the complaint lot (ast-p652 lot 8021232403). Fsca 4712 was issued to notify customers about the false positive oxsf results associated with ast-p652 lot 8021232403. CAPA 1704831 was initiated to investigate the root cause of the events.

Event description:
A customer in (B)(6) notified biomérieux of obtaining a false positive cefoxitin screen result for a patient staphylococcus aureus isolate in association with the vitek® 2 ast-p652 test kit (ref. 421857, lot 8021232403). The staphylococcus aureus isolate was also tested using cefoxitin disk diffusion, pbp2a, and meca/mecc pcr test methods; all assays obtained a result of negative. The customer noted a delay of twenty-four hours; there is no indication or report from the laboratory that the discrepant result or delay led to any adverse event related to the patient's state of health. A biomérieux internal investigation has been initiated.